Event description:
Surgeon was attempting to use the laparoscopic scissors on a laparoscopic cholecystectomy. The scissors were dull and could not be used. Another set of laparoscopic scissors was opened and worked and the procedure continued.